Event description:
The customer reported to olympus, the visera elite ii video system center touchscreen did not respond and there was no image prior to an unknown procedure. The procedure was not affected by this event. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection of the returned device, the user's request was not confirmed after testing for several days. It was discovered, there was an e310 error code after the first time power on. In addition, it was noted, the front panel was cracked. It was recommended to update the software from old version sw 1.06 to the latest version 1.12. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a correction to the initial medwatch. The report was submitted as a 5-day report, but it should have been submitted as a 30-day report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root causes of the image failure and unresponsive touch panel could not be determined. Olympus will continue to monitor field performance for this device.